Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with two 425cc mentor memorygel breast implants, suffered stabbing deep sharp pain in both breasts that occurs almost weekly on the left breast and almost every other week on the right breast. The patient stated that the pain consistently stays a three/four out of ten but sometimes once every other week the pain goes up to a ten. The patient cannot lift their daughter or do anything for that day and expressed that they feel as they were taken away from life for the day. The patient's surgeon believes that the implant is pressing against the body and ribs and found on ultrasound that the left breast implant is atypical, although there is no confirmation of a rupture. As a result, the patient was scheduled for bilateral implant explantation on (B)(6) 2020. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On july 2, 2020, the mentor failure analysis lab has received the device for evaluation. On july 8, 2020, mentor became aware that the patient also experienced ongoing unspecified systemic implant complications. Reason for device explant and/or reoperation: breast pain, generalized illness on july 16, 2020, the product investigation was completed. Device investigation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).